Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from dyspnea, pleural effusion, and pericardial effusion. Pericarditis was suspected. In the differential diagnosis, pericarditis appeared after ablation and crtp implantation or rheumatological disease as the patient has been suffering from joint pain for years. The patient was hospitalized. Drug therapy was changed. For diagnostic reasons, chest x-ray and chest CT were done. Probnp result was 5000. Pleural puncture was done. Lead remains implanted. Should additional information be received, this file will be updated.